Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash under all three te-pads, reddened, pustules, itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed decoderm ointment for the skin irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.